Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device remained implanted after the intervention took place to fix the aortic dissection. It is unknown as to what was the cause of the aortic dissection. (B)(4).

Event description:
Medtronic received information that following implant of the freestyle valve the patient was noted to have a type a aortic dissection which required a hemi-shield aortic graft. The patient recovered. Device remained implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.